Manufacturer narrative:
(B)(4).

Event description:
New information reported that the atrial lead dislodgement was discovered during an unrelated device changeout procedure. During the procedure, a drop in sensing values had occurred. Fluoroscopic imaging revealed that the lead had become dislodged.

Event description:
It was reported that the atrial lead had dislodged. No patient symptoms were reported. The lead was explanted and replaced during a device changeout procedure.